Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer claims that the reported issue was attributed to a defective main board. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator showing, circuit disconnect, low ve (low minute ventilation), xdcr (transducer) fault alarm continuously. The reporter confirmed that there is no patient involvement associated on this event.